Event description:
It was reported that during a rotator cuff repair, the tip of the needle broke off and was not retrieved. The surgeon attempted to retrieve the tip but was unable; he felt it was not a concern due to the piece being trapped in soft tissue. The case was completed with a different needle. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but per the reporter will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needle through the thick or hard tissue encountered. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Per customer, part will not be returned.